Manufacturer narrative:
(B)(4). The analysis found that one long60a device a, was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position using a test reload. The device achieved its complete firing sequence without any difficulties. The reload was loaded into the device without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device with the indicator in the locked position a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. We have documented the circumstances as they were reported to us. In addition, all devices are inspected 100% for staple presence (B)(4), and are visually inspected 100% as a final check. (B)(4). The long60a device b, was received for analysis with no visual non-conformances and with four green cartridge reloads present. The cartridge reloads were received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reloads were tested for functionality in the articulated position by resetting and reloading it into the device. The reloads were loaded into the device without any difficulties. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all reloads are inspected 100% for staple presence (B)(4), and are visually inspected 100% as a final check. (B)(4).

Event description:
It was reported that during a laparoscopic sleeve procedure, the first device out of the box the blade was forward slightly and the cartridge was difficult to load. The window showed that the knife blade was partially advanced. The staff attempted to retract the blade then heard a noise and the blade would not retract smoothly. This happened on the first and second cartridges for both devices. The first two cartridges that were loaded into each device had the first proximal staples pushed through above the cartridge. This happened during the loading process at the back table. A couple other devices were used to complete the procedure. There was no patient involvement.